Manufacturer narrative:
On january 26, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Relevant fields and coding have been updated. Manufacturer¿s reference number: (B)(4) section d9. Device available for evaluation? Marked yes.

Manufacturer narrative:
On (B)(6) 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 575cc breast implant was found to have a tear on the posterior view, measuring approximately 1.6 cm. Additionally, a needle was observed inside of the device. A microscopic examination was performed and the cause of the deflation could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received (product code 3501690 and lot number 266348). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Finally, it was noticed that section d9. Device available for evaluation? Was erroneously left unchecked on all prior reports and has been updated. Manufacturer¿s reference number: (B)(4). Section d9. Device available for evaluation? Updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 575 cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was confirmed by a physician via a physical exam. As a result, the patient underwent explantation on (B)(6) 2020.